Event description:
It was reported by the customer that the device alarmed and displayed error code 210.6041 for display failure. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reconnected pressure sensor harness, due to error 260.4130. Replaced corrosion rear case. Based on the findings, service determined that the probable cause of the reported issue was due to misaligned pressure sensor harness. A review of the device history record showed the device had a manufacture date of 21apr2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported by the customer that the device alarmed and displayed error code 210.6041 for display failure. There was no additional information provided and no patient involvement.

Event description:
It was reported, by the customer that the device alarmed. And displayed error code 210.6041, for display failure. There was no additional information provided. And no patient involvement.

Manufacturer narrative:
The device has been received. And an evaluation is pending. A follow up report will be submitted, once the evaluation is completed.